Event description:
Customer reportedly obtained results of 41mg/dl, 43mg/dl, and 102mg/dl on the compact system within 10 minutes. Customer ate in response to low results. No adverse event reported. Requested return of suspect system and replacement was sent.